Manufacturer narrative:
One device was received for evaluation for the complaint of "cassette not attached error" could be confirmed with functional testing per pvt. Upon further investigation found latch/lock flex sensor defective. The visual and functional testing was performed. There was no 12-month service history during the review. Review of event log found one instance of "cassette locked but not latched". Replaced the latch/lock flex sensor. After replacing the parts, the pump passed all the testing and is fully operational.

Event description:
It was reported that during testing the pump displayed ¿cassette not attached error¿. There was no patient involvement and no patient harm.